Event description:
This lead was explanted on (B)(6) 2011 due to dislodgement, and was replaced. This lead was discarded by the hospital. Should additional info become available, this file will be updated.